Event description:
Staff member noticed that a brand new formalin box was wet/soaked in the formalin/specimen filling area behind the control desk. There was not a spill, but the box was wet and had obviously been seeping into the cardboard surrounding the plastic container inside. Box safely removed from site.